Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 pocket bus bar was not detecting to open the cubies. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 was failed. A field service engineer verified that the row board cable was secure. All pockets were checked and no issues were found. The back panel of the drawer was opened, and the row board cables were reseated to the cubie controller board. Drawer 3 half height cubie was also opened, and the same reseating procedure was performed. All drawers tested with no issues. The system functioned as intended after the field service engineer repaired the device.